Event description:
As reported by our edwards lifesciences affiliate in japan, a tavi procedure was performed via the transfemoral approach. Insertion of the esheath+, insertion of the delivery system, and deployment of the s3ur valve were completed without any notable abnormalities, and the procedure progressed uneventfully until that point. After valve deployment, the patient developed hypotension during removal of the devices. At the time the blood pressure decrease was observed, the ew devices had not yet been withdrawn from the patient's body. Contrast injection from within the left ventricle confirmed left ventricular perforation caused by the safari wire. Drainage was performed, and pcps and impella were inserted to stabilize the blood pressure, after which the patient left the operating room in stable condition. No hemostatic treatment was performed for the left ventricular perforation site at that time.

Manufacturer narrative:
The investigation is ongoing.